Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 418mg/dl and 320mg/dl. Customer stated that they high blood glucose treated with insulin injection troubleshooting was not performed. The product was not returned for analysis.